Event description:
Caller states patient tested 4.5 inr on the coaguchek xs system while a facility coaguchek xs system returned as 3.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to baxter that the reservoir of an intermate lv 167 device ruptured during a patient infusion. The pump was infusing a solution of vancomycin and normal saline when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.